Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the entire testing history for the reported lot was performed. In-house testing on strip lot 388422a meets release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. The reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications. No problem was found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. (B)(6). On (B)(6) 2016 patient self tester contacted alere representative by email and alleged the following: "the inaccuracy of the monitor I have, and you provided, has caused me to develop blood clots in my heart" although attempts have been made to obtain additional information regarding patient self tester's claim, no additional information has been received. It is unknown if treatment was provided for said blood clots.